Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap sticking out. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer experienced high blood glucose level. Customer reported that there was cracked at reservoir compartment socket. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Device received with cracked reservoir tube lip noted. Drive support cap was inspected and no anomaly was noted.